Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to replicate the issue. Unit failed to autofill with safety disk on the unit, as well as with known good disk. All manifold test fails to initiate as even with catheter port plugged, screen prompt comes up asking for the pim to be plugged. The fse indicated that the drive manifold first test passed, with the second test failing. Nothing unusual was observed in the iabp logs, other than confirmation of the autofill failures. The fse narrowed down issue to the pim. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10, h11 corrected fields: a1, b5, b6, b7, d11, h6 (health effect ¿ impact codes).

Event description:
It was reported that during the customer's daily check, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Unit failed to autofill when tested with a trainer and testing catheter. Unit also failed to autofill with a known good safety disk. Tried a known good pim on unit, and successfully completed a simulated treatment with trainer and testing catheter. Replaced pim. Post pim replacement, completed various all manifold tests without issue. Identified broken fo connector, as part of the pm. Replaced broken fo. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The removed pneumatic module assembly and fo extension connector were returned to national repair center for evaluation. The national repair center (nrc) received the pneumatic module assembly and fo extension connector. The national repair center installed the pneumatic module assembly, rohs into the cardiosave test fixture and tested the pneumatic module assembly, rohs to factory specifications per procedure and the cardiosave service manual. The nrc verified the autofill failure of the pneumatic module assembly, rohs. The pneumatic module assembly, rohs failed testing. Retaining the pneumatic module assembly, rohs in the nrc per procedure. The nrc observed the broken fo extension connector per the cardiosave service manual. Retaining the fo extension in the nrc per procedure.